Event description:
At the beginning of a routine hemodialysis treatment, the operator experienced arterial air alarms and arterial pressure alarms. The operator could not recover from the arterial alarms. Rinseback was not performed resulting in approximately a 180cc blood loss. No medical intervention was required.